Event description:
It was reported that 27 bd ultra-fine¿ iii pen needles experienced missing label information. The following information was provided by the initial reporter: found without batch details.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Medical device lot #: an invalid lot # of 2210310 was provided by the initial reporter. Device expiration date: unknown. Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 27 bd ultra-fine¿ iii pen needles experienced missing label information. The following information was provided by the initial reporter: found without batch details.

Manufacturer narrative:
H6: investigation summary. There are no sample and no photograph received from the customer along with the reported complaint of incorrect or missing label. The investigating team has used the retention samples of mat. No. 320179 and lot no. 2210310 for investigating the reported defect. The investigation and simulation were carried out on (B)(4) retention samples where the investigating team has visually tested the samples for incorrect or missing label and no incorrect or missing label was found in the (B)(4) retention samples. The defect is noted, and the investigating team will be opening a CAPA 5135247 on this product complaint to determine the root cause and the corrective and preventive actions for the complaint of incorrect or missing label as reported by the customer. H3 other text : see h10.